Event description:
It was reported that the cadd administration set did not deliver the programmed volume amount from the cadd pump. This issue was resolved after the tubing was replaced. No patient injury or complications were reported in relation to this event.